Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. The customer was showing a symptoms of nausea, vomiting, difficulty of breathing and dry mouth.